Event description:
The customer reported via phone call that she experienced high blood glucose between 375 to over 600 mg/dl since (B)(6) 2015. The customer stated she received a new insulin pump and was assisted with programming it on (B)(6) but there seemed to be a few things missing in the bolus wizard. The night before, she was over 600 mg/dl. She treated with a bolus and tested again but it had not gone down and gave a manual injection. The next morning it was at 265 mg/dl when waking up, she had breakfast and gave a bolus and it went up to 600 mg/dl again. Current blood glucose was 480 mg/dl. She also mentioned, she has been treated in the last 60 days for low blood glucose. During troubleshoot; it was stated, the drive support cap is recessed. No air bubbles and no insulin leak found and the cannula was not bent. Insulin did not exit at the quick release. Customer declined to check the settings. Device passed the high pressure test. Last reading was 252 mg/dl. She was advised to change the entire set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.